Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6)2025, which leads to high blood glucose. The issue occurred with two infusion sets. The patient reported that the insulin exits tubing greater than normal resistance with plunger push. No further information available

Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.